Manufacturer narrative:
(B)(4). Batch # unk. Event date is 2021. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the el5ml was described as "not forming clips correctly." There was no patient consequence.